Event description:
On (B)(6)2010, the patient was implanted with an scs system. On (B)(6)2010, it was reported that the patient experienced ineffective stimulation: the stimulation turned itself off, the patient could not increase the amplitude, and the stimulation was not reaching the area in which it was needed. An attempt to reprogram the patient was made on (B)(6)2010. It was reported on (B)(6)2010 that intraoperative testing of the leads confirmed impedance issues for both leads. The leads were explanted and replaced with new leads on (B)(6)2010. After replacement it was reported that there are no impedance issues with the new leads.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet functional specifications. The devices were visually analyzed. Functional testing was not performed because the leads were kinked, the outer tubing had compression damage and the wires within the leads were broken. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.